Event description:
It was reported that the right atrial (ra) lead exhibited noise, high thresholds, undersensing and diminished sensing. The ra lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 7121-65 lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.